Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported during surgery that the device tip came off from the handpiece easily. Fortunately, no part of the device fell into the patient. An alternate device was not required to complete the surgery and the delay was between 0-15 minutes. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual inspection found the battery pack was removed from the device and the electrical cord had been severed. Functional testing could not be performed due to the severed cord. Dimensional inspection was completed and all measurements were within specifications. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.